Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte¿ autoguard¿ that ¿during puncture, nurse found a blood spill when the needle was not completely removed.¿ no further information. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis. -DHR review was performed on the lot number 5107719 the lot number was built on afa line 4, from april 23, 2014 thru april 25, 2014. The review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 ¿ o1 level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: received three unused iag 24ga units in sealed packages from the lot number 5107719. Visual/microscopic examination: no cuts, holes, splits or the needle piercing thru the catheter tubing wall. No holes, scrapping or cracked adapter. Flashback test: flashback testing was performed. Upon insertion of the needle into the artificial vein; the initial flashback visualization could be seen very quickly in the chamber of the catheter/adapter. No leakage was observed. Water/air leak test: the air flowed through the adapters, thru the catheter tubing to the tips. No leakage was observed. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation performed to manufacturing specifications. Investigation conclusions: the defect leakage, as stated as the reported code was not confirmed with the returned units. The returned representative units did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned unit. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No, reproduction of the customer¿s experience was not achieved with the testing performed in a laboratory environment. Root cause: relationship of device to the reported incident: indeterminate. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.